Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils are noted embedded within both right and left fallopian tube remnants') and pelvic pain ('physical pain/pelvic pain') in a 31-year-old female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis. Concurrent conditions included cervical polyp, adenomyosis and pyelonephritis. Concomitant products included acetylsalicylic acid (aspirin), cefalexin monohydrate (keflex), gabapentin, ibuprofen, lorazepam, naproxen sodium (naprosyn), oxycodone, oxycodone hydrochloride;paracetamol (percocet), promethazine and sennoside a+b. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine / headache"), nausea ("nausea"), anxiety ("anxiety/mental anguish") and back pain ("low back pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"), 1 month 25 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, depression, migraine, nausea and anxiety outcome was unknown, the pelvic pain, menorrhagia, abdominal pain, urinary tract infection, vaginal haemorrhage and dyspareunia had resolved and the back pain was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain , pelvic pain , menorrhagia (heavy menstrual bleeding). Left tubal ostia with 5 rings, right side with 7 to 8 rings at the tubal ostia previously reported hysterosalpingogram now it is reported as she did essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia, depression, low back pain, migraines, uti concerning the injuries reported in this case, the following ones were described in patient¿s medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils are noted embedded within both right and left fallopian tube remnants') and pelvic pain ('physical pain/pelvic pain') in a 31-year-old female patient who had essure (batch no. A78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis. Concurrent conditions included cervical polyp, adenomyosis and pyelonephritis. Concomitant products included acetylsalicylic acid (aspirin), cefalexin monohydrate (keflex), gabapentin, ibuprofen, lorazepam, naproxen sodium (naprosyn), oxycodone, oxycodone hydrochloride;paracetamol (percocet), promethazine and sennoside a+b. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine / headache"), nausea ("nausea"), anxiety ("anxiety/mental anguish") and back pain ("low back pain"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"), 1 month 25 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, depression, migraine, nausea and anxiety outcome was unknown, the pelvic pain, menorrhagia, abdominal pain, urinary tract infection, vaginal haemorrhage and dyspareunia had resolved and the back pain was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain , pelvic pain , menorrhagia (heavy menstrual bleeding). Left tubal ostia with 5 rings, right side with 7 to 8 rings at the tubal ostia previously reported hysterosalpingogram now it is reported as she did essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia, depression, low back pain, migraines, uti concerning the injuries reported in this case, the following ones were described in patient¿s medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received. Reporter information, medical history, concomitant drug added. Event : abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), migraine / headache, nausea, anxiety/mental anguish, low back pain, coils are noted embedded within both right and left fallopian tube remnants added.event psych injury were updated as psych injury/depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hyst. (Partial),salping. (Unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events abdominal pain, pelvic pain, menorrhagia (heavy menstrual bleeding), diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received new events abdominal pain , psych injury, menorrhagia (heavy menstrual bleeding), uti were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.